Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 195-328 mg/dl. Reportedly, the cartridge was not fully snapped onto the pump. Customer snapped the cartridge onto the pump and resumed insulin delivery.